Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. The system performance was found to be according to spec and as expected. No new risk recognized.

Event description:
In a brain treatment of essential tremor the patient showed signs of dysarthria. At the end of treatment, the patient was talkative with improvement in speech, but still dysarthric. No other information regarding the patient situation was received so far.